Event description:
Post procedure the patient was experiencing poor wound healing. The patient recently had exploratory surgery to determine if a retained suture was causing difficulty with the would healing. A retained segment of the catheter was found during the exploratory surgery. No one at the hospital had any notification prior to the exploratory surgery that there was a catheter break.